Event description:
As reported by the field clinical specialist (fcs), approximately 1 year and 1-month post-implant of a 23 mm sapien 3 ultra resilia valve in the aortic position, the patient was experiencing stenosis and a valve in valve was performed with a 23mm sapien 3 ultra. Additional information received notes that the patient presented to the ER with progressive shortness of breath, fatigue, chest tightness, lower extremity edema and orthopnea.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from a product evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). In this case, the complaint for stenosis was unable to be confirmed, by medical record review, as none were provided. However, other information obtained from the site confirmed that the latest echocardiogram demonstrated an aortic valve area of 0.52cm2 which confirmed severe stenosis of the bioprosthetic valve in the aortic position. Available information suggests patient factors (atherosclerosis) likely contributed to the event as the patient has a history of chronic kidney disease, hyperlipidemia, diabetes mellitus. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.